Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a system restart of the xhibit central station. Following the restart, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that they lost all telemetry monitoring on a xhibit central station. There was no patient or user harm associated with this event.